Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/23/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle broke off at the end of the last thread. The scorpion worked normally during the passage of all the threads, it only broke on the last one, they used the bird and finished the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-13991n revealed a broken scorpion needle. Therefore, arthrex was able to deduce the cause of the complaint as misuse. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle.